Event description:
It was reported the customer received a motor error alarm while changing their infusion set. Customer's blood glucose was 95 mg/dl. The customer could not recall any significant events leading to the alarm. Customer stated they were able to rewind the insulin pump twice, but now the insulin pump would not allow them to rewind. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with stuck in the motor error alarm loop during bolus delivery due to motor oil leaking on motor assembly. The insulin pump passed displacement, rewind, basic occlusion and prime/a33 tests. The insulin pump has cracked battery tube threads, minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, cracked reservoir tube window and cracked reservoir tube.